Event description:
No information was provided with the returned product.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the catheter (B)(4) revealed no significant anomaly found. Analysis of the catheter (B)(4) revealed catheter body kink that caused the inner lumen to occlude.